Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence with multiple cartridges. It was also reported that the cartridge was cracked. Reportedly, the customer loaded a new cartridge to resolve the issues and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 120-130 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.